Event description:
It was reported that this right ventricular (rv) lead exhibited under-sensing. The related device recorded six non-sustained ventricular tachycardia episodes since the last remote interrogation. The stored episodes show isolated ventricular under-sensing observed. The presenting electrogram shows that the device is operating as programmed. It was noted that the patient is 95% ventricular paced and the lead measurements are stable. This lead remains implanted and in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).